Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon hole in material. Block h11: investigation results. The occluder balloon device was returned with stopcock, syringe and part of the box for analysis. A visual evaluation noted that the balloon with a small hole. Microscopic examination was performed under magnification, and it was possible to see that the balloon was with a small torn. Functional examination was performed, and the device was tested with water; however, it did not hold the pressure due to it had a small hole in the balloon. No other problems with the device were noted. With the available information, boston scientific concludes that the reported event of balloon leak was confirmed. Based on the available information it is possible that some manipulation during the procedure could have caused damage on the balloon, and the device had no influence on the event. Additionally, during manufacturing procedure, these devices are visual and functional tested in order to avoid the reported failure. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure, and the device had no influence on the event.

Event description:
It was reported that an occluder balloon catheter was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the balloon was inflated, and they noticed immediately that there was a leakage from the balloon. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device identified that the balloon was with a small hole.